Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-apr-03 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2018, a procedure was performed to remove a non-functioning pump. The pre- and post-operative diagnoses included chronic pain syndrome, chronic low back pain, and right hip and leg pain. It was noted that the pain was 10/10, but had been controlled with the patient's spinal cord stimulator. The pump and the pump segment of the catheter were removed, fluoroscopy was performed, and the intrathecal part of the catheter was tied off. Anesthesia included local anesthesia and intravenous (IV) sedation. There were no complications and the patient's condition was good and stable. It was noted that the pump had run out of morphine and the patient wanted to remove the pump. The patient wanted to keep the catheter so it could be connected with a new pump in the future if the patient needed it. The patient was brought to the operating room (or) and was positioned in the semi-lateral position. The area over the right abdomen along the pump was prepped and draped in the sterile fashion. The incision site over the old scar was marked and was infiltrated with 32ml of 1% lidocaine and 0.5% marcaine. The skin was incised and the subcutaneous and deep tissues were dissected off of the capsule. The capsule was opened and the pump was taken out after removing the anchoring sutures. The pump and pump segment of the catheter were taken out and disconnected. The catheter was clamped with the rubber-shod and tied in multiple areas over the end of the catheter with 2-0 silk. There was no cerebrospinal fluid (csf) coming out from the tip of the catheter. The wound was irrigated with irrisept and normal saline, and a clamp was added to tie the catheter. The catheter was capped in the capsule, and the capsule was closed with 2-0 vicryl. The wound was closed as well, the deep tissue with 2-0 vicryl, the subcutaneous tissues with 2-0 vicryl, and the skin with 3-0 vicryl subcuticular suture and dermabond, and dry dressing. Fluoroscopy suggested there was removal of the pump and the pump part of the catheter. The patient tolerated the procedure well and there were no complications. The estimated blood loss was less than 5ml. 1mg of versed IV was used during the procedure. All of the sedation was stopped, and the patient was fully awake, alert, and oriented. The patient was moving both upper and lower extremities and was transferred to the recovery room in good and stable condition. Later the patient was discharged home with written and oral instructions. No further complications were reported or anticipated.